Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that during implant an impedance check was performed and electrodes 0-7 were greater than 40,000 ohms. The rep had the physician swap leads to confirm it was a lead issue and not a battery issue and after placing the same lead in the 8-15 channel, it was noted that electrodes 8-15 were greater than 40,000 ohms. The rep noted that they would attempt to get coverage with the non-affected lead. No further complications were reported.